Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturer report numbers been provided in h11, as the h10 fields are not currently properly submitting. Related report number: 2015691-2025-08176.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Event description:
As reported from the field clinical specialist (fcs), approximately 6 years and 5 months post tavr with a 26mm sapien 3 valve, the patient presents with a possible failing/severely stenotic edwards thv. Upon follow up, the patient underwent a viv with a 23mm sapien 3 ultra resilia valve. During a transcatheter aortic valve replacement (tavr) procedure, a balloon rupture occurred during inflation. The patient's age, sex, and weight are not specified. Blood was observed in the syringe following inflation, confirming the rupture. The delivery system could not be withdrawn through the original access site and was instead retrieved via the contralateral side using a sheath and snare. No balloon aortic valvuloplasty (bav) was performed prior to valve implantation. Valve alignment was achieved without difficulty and was performed in a straight section. No extra volume was added to the balloon prior to inflation, and no leak was observed in the delivery system. No damage was noted to other edwards devices, and the area of leakage was identified upon inspection. The device was accidentally discarded and is not available for return. The patient remained stable following the procedure, and no injury or complication was reported. The perceived root cause of the balloon rupture was contact with severe annular calcium. It was noted that a similar rupture had occurred in a previous case, and the team had discussed the elevated risk prior to the procedure. A 3mensio report was attached, indicating severe calcification. Other anatomical details such as annulus size, degree of tortuosity, and minimum luminal diameter were not specified in the response.

Manufacturer narrative:
This is 1 of 2 reports. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, the cause of the stenosis is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.